Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a procedure, the doctor noticed that the insulation on the unit had been compromised when cauterizing. It was further reported that the unit did not cauterize in the exact location that the doctor had intended.